Manufacturer narrative:
Updated fields: b4, d4 (lot #, exp. Date, unique identifier (UDI) #), d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional point of contact: (B)(6). The product was returned with the membrane completely unfolded and blood was observed on the iab exterior. The sheath was not returned for evaluation. No damage was found on the returned device. The one-way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. One-way valve vacuum test was preformed, and it was able to hold vacuum. The iab was pressurized to 4 psi, and the membrane inflated without difficulty. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during intra-aortic balloon therapy (iab), the balloon on the catheter was popped. It did not work when they hooked it up to the machine. A new iab was inserted to continue the therapy. No harm reported.

Manufacturer narrative:
Due to charater limit in e1 (event site name: (B)(6)). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).